Event description:
Information was received that the patient's device was explanted due to patient comfort. The explanting facility's policy is to not return, and to discard, explanted devices and therefore product will not be returned. No additional relevant information has been received to date.

Event description:
It was reported that the patient was being referred for an explant for an unknown reason. Information was then received that the patient was being referred due to the vns device being at end of service (eos) and due to the patient not liking stimulation. The patient not liking the stimulation was indicated as a patient adverse event, however the patient adverse event is unknown at this time. Further information was received that the patient's device was explanted. The device has not be received into analysis to date. No additional relevant information has been received to date.